Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Medical device problem code (B)(4). Evaluation conclusion (B)(4) is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure. The exact procedure date was unknown. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.